Event description:
Same case as MFR #: 2134265-2011-04862. (B)(4) trial. It was reported that post a stenting treatment procedure, a myocardial infarction (mi) and restenosis occurred. The patient presented in (B)(6) 2010 with chest pain two days prior to the stenting. Medication was given and tests identified EKG changed, positive troponin, and three vessel disease. The patient presented for treatment in (B)(6) 2010 with chest pain. The 95% stenosed proximal right coronary artery (rca) was predilated with a 2.5x15mm maverick2 balloon, inflated to 12 atm. A 3.0x28mm promus stent was implanted, inflated to 18 atm, the stent was post dilated with a 3.5x20mm quantum maverick balloon, inflated to 16 atm, with excellent result. Next, the 100% occluded circumflex (cx) was predilated using a 2.0x15mm maverick balloon, inflated to 8-14 atm. A 2.25x28mm taxus express2 atom stent, inflated to 14 atm, and a 2.25x20mm taxus express2 atom stent, inflated to 14 atm, were implanted overlapping with excellent results. Timi flow iii was restored. Medication given included: heparin, integrilin, aspirin, plavix, nitroglycerin. The patient presented to the emergency room in (B)(6) 2011 with chest pain, arm numbness, nausea, lightheadedness, and positive troponins. EKG showed some changes suggestive of ischemia. A total occlusion of the proximal cx and focal 50% in-stent restenosis of the mid rca were identified, but not treated. The patient was discharged on plavix, aspirin, imdur, crestor, metoprolol, lisinopril.

Event description:
It was further reported that reported that angiograph identified the 100% occluded proximal circumflex contained in-stent thrombosis. Revascularization was not performed.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Describe event or problem - updated and corrected. An in-stent thrombosis occurred in (B)(6) 2011, not a restenosis as originally reported. (B)(4).